Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist determined that quality control (qc) results were within the acceptable range before the reported incident. Review of results/calculation data and kinetic (kin) check indicated an issue with the sample mix. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed troubleshooting and found fault with the sample (s1) mixer. The cse performed the mixer replacement and alignment, ran mix test and the result was within range. The cse performed a quality control (qc) run and precision test for calcium (ca). The results were comparable to alternate dimension vista instrument and within specification. The instrument is operational. No further action is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on a dimension vista 500 instrument. The customer stated that the initial result was reported to the physician(s) and no treatment was issued. The customer identified the sample ran in panic range and used the same sample and instrument to perform repeat testing. The repeated result was higher and matched the physician(s) expectation. A corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely depressed ca result.